Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to an interventional carotid procedure. Reportedly, the proglide was deployed through the footplate being retracted. The device became stuck and was removed only to the footplate portion of the guide being outside the skin. The device was rotated, pulled and released. The excessive force locked the knot. A second prostyle device preplaced a suture. A third prostyle suture was attempted to be preplaced; however, there was no suture with plunger removal. The preclose technique was aborted. The sheath was upsized to 14f and the carotid procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and an angioseal. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.